Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: a review of the black box (bb) revealed the dates from (B)(4) 2016. The bb data for the event on (B)(4) 2015 was found to be overwritten due to continued use of the pump. The daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. A 24 hour duration test was successfully completed on the pump with no errors, alarms or warnings. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging treatment for a blood glucose of 300 mg/dl with unspecified ketones, nausea, and excess thirst and urination. The patient reportedly was treated at an urgent care clinic. The reporter indicated that when starting on the new pump, everything went hay wire and the pump was removed. The reporter alleged that the issue with the blood glucose levels was related to the pump and the health care provider was requesting a pump replacement related to the event. This report is made based on the allegation that the patient sought medical treatment for hyperglycemia related to an issue with the insulin pump.